Manufacturer narrative:
Article citation:klinkenberg, syvia, marlien aalbers, johan vles, erwin cornips, kim rijkers, and marian mokoie. Vagus nerve stimulation in children with intractable epilepsy: a randomized controlled trial "developmental medicine" child neurology (2012): 1-7. Print.

Event description:
It was reported through a scientific article that a vns patient experienced a wound infection at an unknown location. There was no need for device removal as the infection was successfully treated with short term antibiotics. At the moment attempts for further information have been unsuccessful to date.